Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired. The log file was reviewed and captured pump disconnect events, a low battery advisory, a power cable disconnect event, and a loss of power to the system controller. Per additional info received, the pt's wife was in the other room and did not hear any alarms and found the pt dead the following morning. The pt's pump was not explanted and an autopsy was not performed.

Manufacturer narrative:
The device will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.